Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for evaluation on 03/29/2016. The investigation is as follows: device history record (DHR) was reviewed and no related complaints were found for this autopulse platform (s/n (B)(4)). During the visual inspection of the platform it was observed that the motor cover, encoder cover and the head restraint brackets were damaged. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. The archive data review showed fault 136 (system error, out of service. Revert to manual CPR) on (B)(6) 2016, thus confirming the reported complaint. During functional testing, the device was powered on and displayed system error, out of service. Revert to manual CPR. This also confirmed the reported complaint. In summary, the reported complaint was confirmed during the archive data review as well as during functional testing. The processor board was found to be defected, causing the system error. To remedy the reported complaint the processor board was replaced. After the motor cover, encoder cover and the head restraint brackets were replaced, the system passed final functional testing.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a system error "out of service, revert to manual CPR." The user was unable to reset the autopulse. There was no patient involved with this event. No additional information was provided.